Manufacturer narrative:
A device history review was done and the device met all specifications. This is report 1 of 5. Several attempts have been made to get the device back for inspections and it still has not been returned.

Event description:
During a slimfuse removal case the set screws stripped and when the doctor tried to remove the screws he broke multiple devices in the process. There was a 40 minute surgical delay while the surgeon made multiple attempts to remove the screws with different devices. There was no patient effect.